Event description:
It was reported that this right atrial (ra) lead had no capture when tested and after a x-ray procedure it was found a fracture in the lead conductor. For that reason lead was surgically abandoned and another ra lead was successfully placed. No additional adverse patient effects were reported.